Event description:
The customer contact reported the device alarmed with an s103 (ambient temperature sensor failure) error code. The device was returned to the biomedical department for an unspecified reason. No tracking information was provided; therefore, specific patient information, pump programming, or event details were not available. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. During testing at the user facility, an s103 (ambient temperature sensor failure) error code was noted and the fan was found to not turn on when the battery installed. No additional information was provided.

Manufacturer narrative:
A field service engineer performed testing and investigation at the user facility. During testing, the device did not alarm with a s103 (ambient temperature sensor failure) malfunction alarm code; however, it was noted in the device history. Further testing found the device cooling fan did not turn when on battery. The probable cause of the s103 malfunction alarm was a broken device cooling fan assembly. This report represents all the information known by the reporter upon query by hospira personnel.